Event description:
During a procedure, the (B)(4) pad came off from the jaw and the physician replaced the subject device with the different device of the same model. The (B)(4) pad was still attached to the jaw. There was no patient harm reported

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.